Manufacturer narrative:
(B)(4): testing confirmed intermittent responses to button presses on the 'up', 'down', 'ok' and 'contrast' buttons. Multiple button presses are required before the buttons will engage. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Additionally, it was observed that the bolus button was intermittently responding to presses. Removed button cover and found the internal plug contact is misaligned. The bolus button was found to be defective but is functional. Confirmed damage to the keypad- the keypad cover is torn next to the 'down' arrow button, exposing the button contact. Unrelated to this complaint, it was observed that the battery compartment is cracked at opening of battery chamber extending down to the primary seal.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that keypad button presses did not activate desired pump functions. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The patient admitted that the keypad was peeling. However, he could not recall if the responsiveness issue occurred before or after the alleged peeling issue began. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was unresponsive to keypad button presses. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.